Event description:
It was reported that during an unknown procedure, clips not holding onto tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.